Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not present image output. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. Customer called back and checked the serial digital interface port on back of the cv-190 and found the pin was split and was able to fix it and plugged the video cable back in and it is working. The issue is resolved and getting an image. Olympus will continue to monitor field performance for this device.